Event description:
A customer from (B)(6) reported a false susceptible flucytosine result for a candida norvengensis external quality control sample (eeq biologie prospective) in association with the vitek® 2 ast-ys08 test kit. The ast-ys08 card results were: fluconazol mic = 16 intermediate, flucytosine mic = 4 susceptible. The customer reported that the expected results were resistant for both fluconazol and flucytosine. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
The correct PMA/510(k) number is k133952.

Manufacturer narrative:
This report was initially submitted in response to a customer from (B)(6) reporting a false susceptible flucytosine result for a candida norvengensis external quality control sample (eeq biologie prospective) in association with the vitek® 2 ast-ys08 test kit. An internal biomérieux investigation was performed that included testing for both fluconazole (flu) and flucytosine (fct) results with a strain of candida norvegensis on vitek® 2 ast-ys08 cards. This strain is from a biologie prospective survey (mycology 2017- sample 3a). ID testing : identification was confirmed to candida norvegensis on vitek 2 yst ID card (lot 2430356103). Ast testing: · reference method to determine the intended result for fluconazole and flucytosine: broth microdilution, method used to develop the formularies "flu02n" / "fct02n" (in ast-ys08 card). · flu mic = 16 mg/l intermediate · fct mic = 8 mg/l intermediate interpretation according to vitek 2 breakpoints in v7.01 : FDA 2009 breakpoints for candida / fluconazole s </=8 - I 16-32 - r >/=64. FDA 2012 breakpoints for candida / flucytosine : s </=4 - I 8-16 - r >/=32. Note: for antifungals, essential agreement between vitek® 2 card and reference method mics is +/- 2 doubling dilutions. · products & system incriminated: -ast -ys08 on vitek 2 v7.01 three (3) vitek 2 ast-ys08 lots were tested from sabouraud dextrose agar (sda). Vitek 2 gave the following results on the three (3) lots tested: **flu mic = 8 mg/l susceptible **fct mic = 4 mg/l susceptible the vitek 2 results are within essential agreement with the reference mic within +/- 1 doubling dilution. Conclusion: -the customer results were duplicated on the ast-ys08 cards (mic flu= 8 mg/l s and fct mic=4 mg/l s). -the vitek 2 ast-ys08 cards perform as intended. The vitek 2 values are within essential agreement with the reference results obtained in bmd. -the reference mic for both fluconazole and flucytosine are in the middle of the breakpoints, so the strain can be susceptible or resistant within +/- 2 doubling dilutions. -->borderline strain.